Manufacturer narrative:
A returned product analysis indicated that the complaint of premature battery depletion was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.

Event description:
A report was received that the patient underwent an ipg explant procedure due to charging difficulties. The patient was reportedly doing fine after the explant procedure.

Event description:
A report was received that the patient underwent an ipg explant procedure due to charging difficulties. The patient was reportedly doing fine after the explant procedure.